Event description:
Five falsely elevated troponin I results were obtained on patients' samples. The results were reported to the physician. The samples were repeated and negative results were obtained. Three patients were admitted and one patient was transferred to an alternate facility for a cardiac catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash by the hm wash pump cassettes. The fse corrected the malfunction.